Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the non tortuous and severely calcified first right posterolateral segment of right coronary. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon was inflated five times at 12atm within 10-20 seconds accordingly. However, at fifth inflation, it was noted that the balloon ruptured. The device was removed without any problems and the procedure was completed with another of same device. No patient complications were reported.